Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 814:04. This event occurred during biomed testing. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. However, it is being reported because it is same as or similar to product distributed within the u.s. Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed in the pump's event history during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.